Event description:
Complainant alleged that the clinicians were checking on a patient who was being externally paced and found that, even though the device was plugged into an a/c outlet and a battery installed, the device had lost power and was no longer pacing the patient. The patient was admitted to the critical care unit and was being dependently paced by the device with settings of 90 milli-amps of current at a rate of 70 pulses-per-minute. An attendant observed the cardiac monitor at the nurses station displayed an asystole heart-rhythm. Upon entering the patient's room, the attendant observed that the device was not functioning and the display was blank. The device was plugged into the wall outlet and contained a battery properly fitted in the battery receptacle however, the device would not respond to attempts to restore power. Clinicians initiated a code 'a' and began administeringcpr to the patient. The clinicians obtained another device and attached it to the patient. The device settings were configured and mechanical and physiological capture were restored with the patient. The patient subsequently expired due to natural causes, and the complainant indicated that the patient outcome was not as a result of the reported malfunction.